Event description:
The event involved an unspecified extension cable where the customer reported that during the patient's infusion, the valve was disconnected from the line. The event occurred during patient use, there was delay in therapy; however, no one was harmed as a result of this event. The product was not used with medication, only serum therapy with saline and ions. It was reported that the valve was also separated by cleaning the connector with a chlorhexidine wipe indicated for this use.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Manufacturer narrative:
Received two photos from the customer. One of the microclaves was separated from the tubing of the trifuse extension set. The reported complaint can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) could not be reviewed due to the unknown lot number.